Manufacturer narrative:
(B)(4). It was determined that buffer had leaked from a pressure monitor sensor loose fitting onto the sampling syringe assembly board. An abbott field service representative (fsr) replaced the sampling syringe assembly. Customer complaint data was reviewed and no adverse trends were identified. The axsym system operations manual was reviewed and was found to provide adequate information regarding potential electrical hazards. The operations manual notes the axsym system poses no uncommon electrical hazard to operators, and also notes to keep liquids away from all connectors of electrical or communication components. A review of the safety hazards memo indicates the axsym analyzer is certified to the appropriate safety standards, and adequate protection is provided for the operator against the spread of fire from the equipment. The investigation did not identify a product deficiency.

Event description:
The customer stated that the axsym analyzer generated error 5060 (homing failure sample syringe) and visible smoke was observed from the sample syringe pcb board. No injury was reported.